Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/15/2019, the mentor failure analysis lab received the device for evaluation. On 7/18/2019, additional clarification was received that the correct lot number is 6949398 and serial number (B)(4) that was received on 7/15/2019. The lot and serial numbers have been updated under field d4. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 7/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed to be ruptured. It was received in two pieces. No other anomalies were discovered. Additional testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side rupture. Concomitant medical products: left side; 650cc mentor memorygel breast implant; catalog number: 3506501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpp gel 650cc date of implant (B)(6) 2017) experienced rupture of the right breast implant which complicated with asymmetry and cutaneous contour deformity. As a result, the patient had undergone breast implant removal on (B)(6) 2019. As a result, the right device was explanted, and replaced with catalog number 3506501, serial number (B)(4) on (B)(6) 2019.